Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead thresholds were increasing. The patient also complained of a strange feeling in the patient's arm, as if the patient "had twisted it some how". The lead remains implanted and in use. No patient complications were reported as a result of this event.